Event description:
The complainant stated that the nurse call is not working from the bed.

Manufacturer narrative:
The technician isolated the issue to bent pins on the communication cable. He straightened the pins to repair the bed.